Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system failed mechanical tests. Door shows as open when it seems to be closed. Sometimes the rotor was not working. System was checked, the door apparently was closed but in the pendant and in the application showed open. The door open message disappears when the door is manually shut with the wrench. Several re-homes were performed. Door switches seemed to be ok. The gantry firmware was reloaded. Covers were removed and no issues were observed inside the gantry. The power switching board was tested according to the service manual. The only test that failed was the switches in the display data record. The axis switches did not change when the rotor was moving. Unable to find any additional problem. The medtronic representative returned to the site a few days later to change the right dingus, adjust door switch, replace laser. The top dingus was also found to be defective and part ordered. The medtronic representative returned to site and replaced the right top dingus, upgraded the door winch cable and reset counter. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with parts replacement. The device was returned to the manufacturer for analysis. The door winch and motion control box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned door winch tractor cover found cosmetic issue, small scratches on bottom of the door. Physical damage failure mode found. Dented, nicked, scratched, bent failure mechanism. The hardware investigation of the returned door switch cable found white wire was separated from connector. Physical damage failure mode found. Connector-damaged, pin bent or missing failure mechanism. The hardware investigation of the returned top right dingus bracket confirm stated problem of "not staying open" a visual of the bracket shows the metal to be deformed on the bracket where the spring loaded tab protrudes. When moving the tab (hinge part) there is resistance when moving to the open position. More so like binding going on in this area. Physical damage failure mode found. Dented, nicked, scratched, bent failure mechanism. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that after a procedure, the imaging system door was not closing completely. There was no patient present when this issue was identified.